Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with an octaray mapping catheter and the splines of the octaray catheter were caught in the mitral valve cordae while mapping retrograde in the left ventricle (lv). The reporter stated that the physician had to maneuver the catheter clockwise, then counter clockwise, while changing the deflection. There was a small amount of cordae tissue on the splines when the catheter was removed. The physician used the soundstar catheter to check for an effusion or obvious damage to the lv. No patient consequences were visualized on the ultrasound. No adverse patient consequence was reported.